Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for preventative maintenance. There was no patient involvement, and no harm or injury reported. Due to error codes in the download error log that indicate critical issues with the charge/re-charge of the internal li-ion and the detachable batteries, the device's power management printed circuit board assembly was replaced. As part of preventative maintenance, pollen filter, exhaust fan assembly and 43-micron filter were replaced. The device passed final testing and was confirmed to operate properly.